Manufacturer narrative:
The returned tb-0535fc (lot#pw305092) was evaluated for "malfunctioned" issue. The reported complaint was confirmed. Visual inspection noted that the device attached to the usg-400/esg-400. Probe check was performed and the device failed the probe check testing and a u509 ultrasonic probe error was observed. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is foreign material, consistent with use. The ptfe pad (teflon pad) was inspected and found has normal wear, no metal exposed, and no abnormality. The distal end of the device was inspected under a microscope and found approximately 18mm of the probe is detached, broken/detached probe portion not returned for evaluation the wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. In summary, based on the evaluation and investigation results, the reported issue of malfunctioned was confirmed and is attributed to the damage/broken probe. The damage probe is attributed to the probe coming in contact with hard or metallic surface during activation. As a preventive measure, the instruction manual states: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad.

Event description:
It was reported that the thunderbeat tb-053fc malfunctioned during a laparoscopic myomectomy. No patient harm or injury was reported. No other information was reported other than the device malfunctioned and the physician was trained on the techniques of how to use the device according to the sales representative. Product return was received and evaluation noted a broken probe.